Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced elevated blood glucose (bg) of 451 mg/dl. In an attempt to address bg the customer administered 3 units of insulin via pen. Additionally, the customer accidentally delivered a bolus via pump by inputting a value and forgetting to cancel it. Subsequently, the customer's blood glucose decreased to 180 mg/dl. The customer then experienced slurred speech and ultimately fell unconscious. The customer was taken to the hospital and was treated with a drip and a blood pressure check. The customer was discharged 3 hours later with no permanent damage. Reportedly, the customer reverted to manual injections for alternate insulin therapy.